Event description:
It was reported that upon interrogation, multiple messages that telemetry was lost appeared. The pulse generator could be interrogated, but no measured data would pull up and the electrograms were unreadable. In 2007, battery data was 2.76 v, 13 ua and 6.4 kohms with an estimated remaining longevity of 1 to 1.25 years. The device was not at hard- ware elective replacement indicator. A software download failed, and the device was to be scheduled for replacement.

Manufacturer narrative:
Na